Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10k05047, h11f22040, h11g12049 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by the consumer with supplement information from nurse in the (B)(6) of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized on the same day. The treatment rendered for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the event. Dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR. Since the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 3 of 3 involved in this peritonitis event.